Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was in water prior to the malfunction alarm. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.